Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system and found the reagent pump 2 (rp2) leaking and the dilution wash pump 2 (dtp2) duck bill check valve leaking. The cse replaced the rp2 pump seal and duck bill check valve. A wash 2 test was run. Calibration and qc were run and passed. A precision test run was performed for co2 and it passed. The cause of the discordant falsely high carbon dioxide (co2) result is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely high carbon dioxide (co2) patient test result was obtained on an advia chemistry xpt system. The initial result was not reported. The same sample was repeated on an alternate advia chemistry xpt system and the test result reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely high carbon dioxide result.

Manufacturer narrative:
The initial MDR 2432235-2018-00053 was filed 06-feb-2018. Corrected information (12-mar-2018): manufacturer name, city and state: siemens healthcare diagnostics inc. (B)(4).